Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was provided and reviewed, intra-procedural imagery suggests a difference in the apparent position of the alterra stent, based on the location of the three radiopaque markers. The complaint for prestent migrated was confirmed based on the evaluation of the imagery provided. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. The IFU warns that correct sizing of the prestent into the rvot is essential to minimize risks such as paravalvular leak, migration, embolization, and/or rvot rupture. Per the training manual, the alterra apices are designed to engage with anatomy to assist in initial placement and acute stability. Inflow apices engagement is critical for prestent fixation and to avoid migration. In this case, provided information indicate that the root cause of the event was due to a dilated anatomy with insufficient fixation points. As such, the prestent may have migrated due to poor apices engagement at distal and/or proximal portion. Available information suggests that patient factors (dilated anatomy, poor apices engagement due to patient anatomy) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our spain affiliate the patient received an alterra adaptive present in the pulmonic position by transfemoral vein access. After anatomical assessment with fluoroscopy, including multiple angiograms and measurements, implantation was pursued as a landing zone with expected sealing was identified despite the large anatomy. The alterra was deployed from the right pulmonary artery under angiographic and biplane guidance at the intended position. However, during the procedure, after the device was deployed at the intended position, extra beats occurred and the alterra moved anteriorly toward the bifurcation. Over the following minutes, it moved a few millimeters more distally ending up in a canted but stable position. To avoid the risk of further dislodgement following patient awakening, surgery was selected as the next step. The patient remained stable throughout the event and proceeded to surgery. Alterra was successfully removed and a surgical valve was implanted successfully.